Manufacturer narrative:
Updated fields - b4, b5, g3, g6, h2, h3, h6 ( health effect ¿ clinical code, type of investigation, investigation findings, component codes, investigation conclusion, health effect ¿ impact codes), h11. No decon or visual inspection performed since product was not returned and could not be evaluated. Therefore, we were unable to confirm or determine a root cause for the reported failure. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required. Complaint# (B)(4).

Event description:
It was reported that transray plus 40cc intra-aortic balloon (iab) did not display arterial pressure when inserted into an ami patient and tried to operate it. The issue was not resolved even after reinserting the optical sensor cable or changing the machine, so a same type and size product was inserted again, which was able to operate without any problems and complete the procedure. There was no injury or harm reported.

Manufacturer narrative:
Due to character limitation in e1, full event site address is (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that transray plus 40cc intra-aortic balloon (iab) did not display arterial pressure when inserted into an ami patient and tried to operate it. The issue was not resolved even after reinserting the optical sensor cable or changing the machine, so a same type and size product was inserted again, which was able to operate without any problems and complete the procedure.

Event description:
N/a.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h11. Corrected fields - b7.